Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose (bg) level was 271 mg/dl. The customer cleared the alarm and resumed insulin deliveries. Additionally, it was reported the customer experienced a bg level of 450 mg/dl due to miscalculating the carbohydrates consumed at dinner. A bolus was delivered to correct bg level. A system check was performed and the pump performed as intended. During a follow-up, it was reported the customer's bg level was in the 200's mg/dl range and the customer was confident the pump was delivering insulin properly.